Manufacturer narrative:
Product recall was initiated august 21, 2007. (B) (4)

Event description:
Additional information received from (B) (4)regulatory update reports a calaxo post-op incident with two screws (B) (4). Patient had left knee arthroscopy. Two years after the initial surgery, the patient continued to have discomfort along her left proximal tibia. She had a left knee tibial cyst.